Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user's test strip had a poor storage (kitchen).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from meter to meter comparison and results obtained of 57 and 58mg/dl. The customer's expected fasting blood glucose test result range is 90 to 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification,customer stores product in the kitchen. The test strip lot manufacturer's expiration date is 06/28/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer called in states that the meter is reading too low. Customer states he compared readings with his meter states his other meter read 140mg/dl and states his true metrix meter read 58mg/dl. Customer states his normal range fasting is 90-120mg/dl. Customer denies signs and symptoms of low blood sugar and denies need for medical attention at the time of call. Customer states meter time and date is set incorrectly.